Event description:
The report from the field indicated that: a male patient was undergoind stenting to a reportedly extremely calcified rca. One cypher had already been placed in the predilated target area, the mid rca, and the physician introduced the 3.5x33mm to overlap it. While being advanced around the proximal rca, the stent got stuck on plaque and could not be moved forward or backwards, so the physician decided to remove the entire system, wire and all. Upon removal, the sds was missing from the balloon and was seen on fluoro to be stuck onto the tip of the 6f st. Jude sheath in the rfa. The stent was snared, but then it couldn't be pulled back into the sheath, so the patient went to surgery for removal by cutdown. The patient is reportedly fine.